Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the catheter had migrated and the patient was experiencing medication side-effects. The patient¿s symptoms included agitation, anxiousness, and nausea. On (B)(6), a catheter access port contrast study was performed and it was found that the catheter was intact. It was indicated that an adjustment was made to the patient¿s medication as a form of intervention. On (B)(6), the patient was prescribed a 25mg promethazine suppository to use as needed and 20mg pepcid. The device system was initially used to deliver hydromorphone, bupivacaine, baclofen, and clonidine. However, on (B)(6), the pump was refilled using morphine in place of the hydromorphone. At the time of report, the event was considered ongoing. About two weeks later, it was reported that the catheter dislodgement was discovered while diagnosing the patient¿s anxiousness, agitation, nausea, and increased pain. An x-ray performed on (B)(6) showed that the intrathecal portion of the catheter had migrated to t9-t10. It was reported that the physician deemed further intervention unnecessary. The next day, it was reported that the side-effects were possibly related to the hydromorphone. It was indicated that the side-effects were described as drug toxicity.

Event description:
It was later reported that, on (B)(6) 2013, the rate was decreased by 20%. On (B)(6) 2013, the rate was decreased by 5%.

Event description:
Additional information was received. It was reported that the event resolved without sequela as of (B)(6) 2013.